Manufacturer narrative:
(B)(4). Device manufacture date: 02 august 2016. Device evaluation: result - a sample was not returned for evaluation. According to sampling plan applied for product performance, the reported lot was accepted and released without problems. During this batch (B)(4) samples were taken by qa tech, for performed leak test between connections the product in final assembly and no leaks were found. During this lot number (B)(4) samples were activated by separation of inserter, separation of the rubber stopper and separation from prn. The product is tested (pull force) through of the different manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. This defect reported is not related assembly process. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Without sample for evaluation, bd could not confirm this as a manufacturing related issue. The bd investigator notes that the reported needle stick injury can be related to "during the activation it is performed since adapter clear prn, it makes the memory of material (tubing) will cause a ¿sling shot¿ sending the needle to his original position resulting in a tubing pierced." It is also noted that the defect of stylus through the safety shield is potentially caused if during activation the user performs with too much force, causing damaging in the internal diameter (shield inner), resulting in an exposed needle. This product is functional tested in final assembly by activation and during this test no incidents with exposed cannula or problems of activation have been reported. Without sample, a root cause cannot be determined.

Event description:
It was reported that while the nurse was pulling the stylus out of the suspect device, the needle came through the IV tubing and she was stuck by the needle.